Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 256 mg/dl. Customer had treated their blood glucose with a manual injection. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.